Event description:
It was reported that the patient died. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as a part of the clinical trial. The target lesion was in the right distal superficial femoral artery with 4.9 mm proximal reference vessel diameter and 3.9 mm distal reference vessel diameter with lesion length 85 mm with 100% stenosis and was classified as transatlantic inter-society consensus (tasc ii c) lesion. Prior to the target lesion treatment with the study device pre-dilation was performed using 3 mm x 150 mm and 5 mm x 200 mm sterling pta balloons. Treatment of target lesion was performed by dilation of 6 mm x 150 mm ranger drug-coated balloon, study device. Following treatment, 6 mm x 80 mm pulsar-18 t3 drug eluting stent was placed, and the final residual stenosis was noted to be 0%. On (B)(6) 2024, the subject was discharged from hospital on aspirin. On (B)(6) 2024, the subject was presented to the emergency department (ed) with poor pain control due to peripheral vascular disease (pvd) and associated neuropathic pain. The subject received pain management with oxynorm 5 mg without effect. In addition, subject was also noted with intermittent delirium and decreased appetite, poor oral intake. On (B)(6) 2024, the subject was unsteady and cannot bear weight on the right foot due to pain. Regular paracetamol was administered, and a heat pack was applied to the right leg for pain relief. Subject also underwent chemical sympathectomy along with increased tapentadol 50 mg bd, buprenorphine 100-200 mg, ketamine lozenges 25mg. Subject was also noted with lower respiratory tract infection (lrti) against the background of atelectasis which was treated using amoxicillin and doxycycline. Subject was often noted with low sp o2 of 66-82%. However, during deep inspirations sp o2 improved to 92% but then reduced less than 90% without verbal stimulation. Subject was vital signs such as ph of 7.33; p o2 of 26; p co2 of 59; lactate of 2.6. Subject experienced type 2 respiratory depression consistent with opiate toxicity. On (B)(6) 2024, a regional sciatic block was inserted, and the dose of anesthetic was titrated up resulting in good relief from pain. She would benefit from close overnight monitoring and supervision to prevent further evaluation and incidents while she is awaiting her procedure. On (B)(6) 2024, it was decided against amputation of the leg or further surgical options due to explained poor candidacy for rehabilitation. Prioritized symptom relief and pain management overactive medical or surgical treatment. Intrathecal catheter insertion for long-term pain relief and transfer for palliative care. On (B)(6) 2024, the subject was discharged from hospital on aspirin. On (B)(6) 2024,146 days post index procedure, the subject died. The etiology of chronic limb threating ischemia that led to death was still to be confirmed. It is unknown whether an autopsy was performed or not. The medical professional confirmed it is unlikely that the device is the cause of the ischemia since the subject is a well-known vasculopathy, but it could not be ruled out indefinitely.

Manufacturer narrative:
A2 - age at time of event: (B)(6) years old at the time of study enrollment.

Manufacturer narrative:
A2 - age at time of event: (B)(6) at the time of study enrollment.

Event description:
It was reported that the patient died. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as a part of the clinical trial. The target lesion was in the right distal superficial femoral artery with 4.9 mm proximal reference vessel diameter and 3.9 mm distal reference vessel diameter with lesion length 85 mm with 100% stenosis and was classified as transatlantic inter-society consensus (tasc ii c) lesion. Prior to the target lesion treatment with the study device pre-dilation was performed using 3 mm x 150 mm and 5 mm x 200 mm sterling pta balloons. Treatment of target lesion was performed by dilation of 6 mm x 150 mm ranger drug-coated balloon, study device. Following treatment, 6 mm x 80 mm pulsar-18 t3 drug eluting stent was placed, and the final residual stenosis was noted to be 0%. On (B)(6) 2024, the subject was discharged from hospital on aspirin. On (B)(6) 2024, the subject was presented to the emergency department (ed) with poor pain control due to peripheral vascular disease (pvd) and associated neuropathic pain. The subject received pain management with oxynorm 5 mg without effect. In addition, subject was also noted with intermittent delirium and decreased appetite, poor oral intake. On (B)(6) 2024, the subject was unsteady and cannot bear weight on the right foot due to pain. Regular paracetamol was administered, and a heat pack was applied to the right leg for pain relief. Subject also underwent chemical sympathectomy along with increased tapentadol 50 mg bd, buprenorphine 100-200 mg, ketamine lozenges 25mg. Subject was also noted with lower respiratory tract infection (lrti) against the background of atelectasis which was treated using amoxicillin and doxycycline. Subject was often noted with low sp o2 of 66-82%. However, during deep inspirations sp o2 improved to 92% but then reduced less than 90% without verbal stimulation. Subject was vital signs such as ph of 7.33; p o2 of 26; p co2 of 59; lactate of 2.6. Subject experienced type 2 respiratory depression consistent with opiate toxicity. On (B)(6) 2024, a regional sciatic block was inserted, and the dose of anesthetic was titrated up resulting in good relief from pain. She would benefit from close overnight monitoring and supervision to prevent further evaluation and incidents while she is awaiting her procedure. On (B)(6) 2024, it was decided against amputation of the leg or further surgical options due to explained poor candidacy for rehabilitation. Prioritized symptom relief and pain management overactive medical or surgical treatment. Intrathecal catheter insertion for long-term pain relief and transfer for palliative care. On (B)(6) 2024, the subject was discharged from hospital on aspirin. On (B)(6) 2024,146 days post index procedure, the subject died. The etiology of chronic limb threating ischemia that led to death and to reply in pi opinion about the primary, secondary causes that led to death was still to be confirmed. It is unknown whether an autopsy was performed or not. It was confirmed that, in the opinion of the pi, it is unlikely that the device is the cause of the ischemia since the subject is a well-known vasculopathy, but it cannot be ruled out indefinitely. It was further reported that the patient passed away at an outside institution and no further information was available to determine the exact cause of death. Hence, upon querying per pi opinion the event term was updated to unknown cause of death.

Event description:
It was reported that the patient died. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as a part of the clinical trial. The target lesion was in the right distal superficial femoral artery with 4.9 mm proximal reference vessel diameter and 3.9 mm distal reference vessel diameter with lesion length 85 mm with 100% stenosis and was classified as transatlantic inter-society consensus (tasc ii c) lesion. Prior to the target lesion treatment with the study device pre-dilation was performed using 3 mm x 150 mm and 5 mm x 200 mm sterling pta balloons. The treatment of target lesion was performed by dilation of 6 mm x 150 mm ranger drug-coated balloon, study device. Following treatment, 6 mm x 80 mm pulsar-18 t3 drug eluting stent was placed, and the final residual stenosis was noted to be 0%. In addition, during index procedure, peroneal artery was treated by balloon angioplasty using 3mm balloon. On (B)(6) 2024, the subject was discharged from hospital on aspirin and clopidogrel. On (B)(6) 2024, the subject presented to the emergency department (ed) with poor pain control secondary to peripheral vascular disease (pvd) and associated neuropathic pain. The subject received pain management by oxynorm 5 mg without effect. In addition, the subject was on high flow nasal prong (hfnp) with o2 saturation of 90% and also noted have intermittent delirium, decreased appetite and poor oral intake. The subject was alert and oriented with stable blood pressure and heart rate. The spo2 was 92% on 2 l np and 97% on 4l np. On (B)(6) 2024, the subject was unsteady and cannot bear weight on the right foot due to pain. Regular paracetamol was administered, and a heat pack was applied to the right leg for pain relief. The subject previously underwent chemical sympathectomy ((B)(6) 2024) along with increased tapentadol 50 mg bd, buprenorphine 100-200 mg, ketamine lozenges 25mg. The subject experienced cough and fever was also noted with lower respiratory tract infection (lrti) against the background of atelectasis which was treated using amoxicillin and doxycycline. The subject was often noted with low sp o2 of 66-82%. However, during deep inspirations sp o2 improved to 92% but then reduced less than 90% without verbal stimulation. The subject laboratory findings revealed ph of 7.33; p o2po2 of 26; p co2 of 59; lactate of 2.6. Subject, sodium 137, potassium 5, urea 10.5, creatinine 105 (units and reference ranges not provided). The subject experienced type 2 respiratory depression consistent with opiate toxicity. No delirium was noted for past 24 hours after stopping gabapentin and due to renal impairment pregabalin was stopped. Upon discussion with family members, the subject goal of care was category c indicating a palliative approach due to non-curable condition. On (B)(6) 2024, the subject was seen by pain management and was to continue ketamine lozenges prn, lidocaine patch, buprenorphine patch along with thermal list. The vascular team was consulted with concern for superimposed infection in the right lower limb. On (B)(6) 2024, a regional sciatic block was inserted, and the dose of anaesthetic was titrated up resulting in good relief from pain. It was suggested that the subject would benefit from close overnight monitoring and supervision to prevent further evaluation and incidents while she is awaiting her procedure. On (B)(6) 2024, it was decided against amputation of the leg or further surgical options due to explained poor candidacy for rehabilitation. The clinical approach prioritized symptom relief and pain management overactive medical or surgical treatment. The subject was transferred to another hospital for elective admission for intrathecal catheter insertion for long-term pain relief. On (B)(6) 2024, the subject was discharged from hospital on aspirin to hospice for ongoing palliative care. On (B)(6) 2024,146 days post index procedure, the subject died due to unknown cause. The etiology of chronic limb threating ischemia that led to death and to reply in pi opinion about the primary, secondary causes that led to death was still to be confirmed. It is unknown whether an autopsy was performed or not. It was confirmed that, in the opinion of the pi, it is unlikely that the device is the cause of the ischemia since the subject is a well-known vasculopathy, but it cannot be ruled out indefinitely.

Manufacturer narrative:
A2 - age at time of event: (B)(6) years old at the time of study enrollment.